Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via analysis of the submitted log files. A specific cause for the observed alarms could not be determined. The system controller event log file, which contains data from (B)(6) 2021, captured transient low flow alarms with elevated pulsatility index (pi) values. No other notable findings were identified. The system appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm for 10 seconds or more, and notes that changes in patient conditions can result in low flow. This IFU, as well as the heartmate 3 lvas patient handbook, describes all system alarms and the recommended actions associated with them. The IFU also states to contact the manufacturer if pi values near or above 10 are observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 "patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 5 "alarms and troubleshooting" of the heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with constant low flow alarms. There was a concern for outflow graft issues versus blood pressure control that caused the low flow alarms. The patient denied shortness of breath, chest pain, or lightheadedness. The patient stated fluid intake was adequate. The log file review captured low flow events on (B)(6) 2021. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a device related issue.